Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon started removing the 4 x 110 tibial pin and it broke off in the patient's tibia. He decided to leave it in place, commenting that it should be an issue since it was buried. Case type: tka.

Manufacturer narrative:
Reported event: the surgeon started removing the 4 x 110 tibial pin and it broke off in the patient's tibia. He decided to leave it in place, commenting that it should be an issue since it was buried. Case type: tka. Updated 4/27/20 - based on information provided during intake and additional information from customer contact the statement should've been the following: "he decided to leave it in place, commenting that it shouldn't be an issue since it was buried." Product evaluation and results: product inspection could not be performed as the product was not returned for evaluation. Product history review: review of the device history records indicate (B)(4) were manufactured and accepted into final stock on 01/31/2020. No non-conformances were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 144110, l/n w68178-2 shows no additional complaints related to the failure in this investigation. Conclusions: the failure could not be determined as the product was not available for inspection. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened. H3 other text : device not returned.

Event description:
The surgeon started removing the 4 x 110 tibial pin and it broke off in the patient's tibia. He decided to leave it in place, commenting that it should be an issue since it was buried. Case type: tka.